Manufacturer narrative:
The device was received. Investigation is not complete. The technology of the plum xlm list #11859 does not contain a device history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At 2100, the device was programmed to deliver an unspecified concentration of total parental nutrition (tpn), at a rate of 3ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. After an unspecified length of time, the nurse noted that the tpn was delivering at a rate of 50ml/hr, instead of the original programmed rate of 3ml/hr. At that time, the device was reprogrammed to deliver at the intended rate of 3ml/hr and the delivery was restarted. After an unspecified length of time, the nurse noted that the tpn was delivering at a rate of 10ml/hr, instead of the programmed rate of 3ml/hr. At that time, the tpn delivery was stopped. It was reported that a blood glucose level was drawn. No values were provided. The pt was treated with an unspecified volume of saline. The device was removed from clinical service. Though requested, no add'l info was provided.